Manufacturer narrative:
(B)(4). Concomitant devices - item: 00-0903-3102, 3.5 mm narrow medial distal tibial locking compression plate, 2-hole, left, lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that during a scheduled removal of distal tibial locking compression plate, a screw head fractured off. No adverse events have been reported as a result of the malfunction.